Event description:
The user facility reported that resistance was encountered during removal of the sheath from the pt. Subsequently, the distal portion of the sheath became partially separated. The distal portion of the sheath was gripped with a hemostat and removed from the pt. The original procedure was completed successfully and the pt was reported to be fine. Additional event specific information was not available.